Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that she had leakage and that it started about 3-4 months ago. Patient also reported that they fell out of bed 3-4 months ago and wound up breaking ribs. Stimulation was raised to 2.6v and patient confirmed they could feel stimulation. No further complications were noted or anticipated.